Manufacturer narrative:
At this time, it is unknown if the mcs tip cover will be returned to intuitive surgical for evaluation. A site history review was performed on 09/16/2019 and no related instruments or accessories were returned to intuitive surgical for evaluation. Therefore, the root cause of the alleged customer reported issue cannot be determined. If additional information is received, a follow-up MDR will be submitted. Based on the information provided at this time, this complaint is being reported because the fragment was retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the tip cover to come off.

Event description:
It was reported that during a da vinci-assisted incisional hernia repair surgical procedure, the monopolar curved scissors (mcs) tip cover came off inside the patient. The customer wanted to know if the tip cover was radiopaque and the technical support engineer (tse) informed the customer that the tip cover was radiolucent not radiopaque. It was reported that while tse was taking down procedure information, the surgeon stated that they had found the tip cover and they were able to recover it from the patient. The procedure was completed as planned with no reported injury. Intuitive surgical inc. Followed up with the initial reporter and obtained the following additional information: the mcs tip cover was able to retrieved in the same procedure using a grasper instrument. No additional surgery was required to be performed to retrieve the tip cover. The scrub tech first noted that the tip cover had come off of the mcs while switching out instruments. The instrument was inspected prior to use. No post-operative tests were performed. It was noted that the tip cover was intact when retrieved. No injury was reported to have occurred to the patient.